Manufacturer narrative:
There was no reported allegation against the returned ipg and no specific system performance issue stated. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2023 during which the patient's dbs system was explanted and replaced with a competitor's system for an unknown reason.